Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a0401 captures the reportable event of handle break. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: based on the available information, boston scientific was able to confirm the reported event of stent failure to deploy. The reported event of handle break could not be confirmed since there were no damages noted on the handle. The observed event, in which the outer sheath detached from the delivery system with evidence of rotational damage, was most likely caused by rotation of the handle by the physician. This detachment of the outer sheath limited the complete deployment of the stent, thereby affecting its performance and intended purpose during the procedure. It was noted that the axios stent was used in a manner inconsistent with the instructions for use (IFU) as the axios stent was intended to be placed to treat a stricture. Taking all available information into consideration, the investigation concluded that the reported events may have been due to the failure to follow the manufacturer's instructions. According to the evidence found in the product analysis, the outer sheath was returned detached from the delivery system with evidence of rotational damaged, which is evidence that the luer was incorrectly rotated. It is likely that failure to follow the manufacturer's instructions by incorrectly rotating the handle, led to the stent being unable to deploy. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully covered and undeployed. Visual examination of the returned device revealed that the outer sheath was detached from the delivery system with evidence of rotational damage. The handle was inspected, and no damage was found. No additional problem were noted with the stent and delivery system. Labeling review: a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that axios stent was intended to be placed to treat a stricture. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Additionally, according to the evidence found in the product analysis, the outer sheath was returned detached from the delivery system with evidence of rotational damaged, which is evidence that the luer was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Risk review: a risk review was completed and confirmed that the reported events of stent failure to deploy and handle break were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted treat strictures during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the axios stent was unable to be deployed, and the handle was broken. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be good. Note: it was reported that the axios stent was intended to be placed to treat a stricture. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for stricture. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).